Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2015-00655. The reported complaint was confirmed. During laboratory evaluation the complaint was duplicated. The product surveillance technician (pst) connected the centrifugal control unit (ccu) to system-1 power supply and powered on. He observed no display on pump module. The pst disassembled the ccu and inspected all connections. All connectors have firm robust connections. The pst reapplied power to the ccu and observed no display. He powered off device under test (dut) ccu. It was determined that a graphics driver board (part number 801520) was related to the display failure. The device will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
During investigation of parent complaint reported on medwatch 1828100-2015-00655 where after cardiopulmonary bypass the centrifugal pump control module was dead, it was determined the display failure of the centrifugal control module was separate from the power loss. Therefore an additional complaint was created.